Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 402 mg/dl at the time of the incident. The customer was treated with the insulin pump. The customer declined troubleshooting for hyperglycemia. It was unknown whether the auto mode was active or inactive during the hyperglycemia incident. The insulin pump will not be returned for the analysis.